Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress, pain, erosion, urinary problems, recurrence and a product problem. It was also reported that the plaintiff experienced mixed urinary incontinence, dyspareunia, vaginal fibrosis, endometriosis and scarring. The plaintiff underwent mesh excision. The mesh was fully explanted. No further plaintiff complications have been reported in relation to this event.

Manufacturer narrative:
Exemption-e2013032. Total number of events summarized -ams miniarc precise single-incision sling system - 106 ams miniarc pro single incision sling system - 1 ams miniarc sling system .